Event description:
It was reported that the charger for the ilet system stopped functioning despite the user trying multiple power outlets and alternative charging cables, and a replacement was arranged after confirming that any compatible wireless charger would work. Customer care provided support that included customer troubleshooting and education over the phone. Investigation of this case revealed a device accessory charging failure consistent with a malfunction of the charger component, with no evidence of alarms or clinical sequelae. Symptoms included no clinical effects. Outcomes included no impact on health or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.